Manufacturer narrative:
Concomitant medical product: product ID: 309328, lot# 0211962564, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a return of severe urinary leaks. Factors that may have led or contributed to the issue remain unknown. Actions taken to resolve the issue include a device reprogramming. It was unknown if the issue was resolved and the event remains ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the programmer and stimulation. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urinary incontinence since 2008. Additional information received reported that the event remains ongoing and currently assessed as related to stimulation only.

Manufacturer narrative:
Product ID 309328 lot# (B)(6) serial# implanted: (B)(6)2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a return of severe urinary leaks due to stimulation efficacy decreased. It was reported to be related to stimulation and not related to the programmer. The issue was resolved on (B)(6)2018.